Event description:
A report was received that a pt was experiencing edema, hematoma, discomfort and redness at the ipg/m-1 connector site. The pt underwent a revision procedure, and the connector site was repositioned, which resolved the problem.

Manufacturer narrative:
This report is the final report.